Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for device entrapment, gripper actuation issues and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was difficult to visualize the leaflet location due to the mitral regurgitation (mr) jet. Attempts were made to grasp the leaflets; however, it was difficult to see the leaflets clearly in order to grasp at a location that would reduce the mr. An attempt was made to move the clip to another location on the leaflets; however, it was noted that the clip was caught in the chordae. Attempts were made to remove the clip; however, the clip remained caught in the chordae. Additionally, it was noted that the grippers could not be raised or lowered, and the gripper line was seen to be broken. The clip was then deployed on both leaflets at the location where it was caught. It was not an optimal location and mr remained at grade 4. All of the gripper line was able to be removed. No additional intervention was performed, and the procedure ended. No additional information was provided.

Event description:
Subsequent to the follow-up # 1 medwatch report, additional information was provided, indicating that the patient underwent a second mitraclip procedure on (B)(6) 2019. A second clip was implanted to stabilize the initial clip and mitral regurgitation (mr) was reduced from grade 4 to grade 2. Additional information reported under MFR #: (B)(4). No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: manufacturer contact name. Device code 1964 - labeled - removed. See MFR #: (B)(4) for additional information.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported gripper line break could not be determined. The reported difficult to open or close (gripper actuation) appears to be a result of the gripper line break; therefore, related to procedural conditions. The entrapment of device or device component was related to user technique/procedural circumstances. The poor image resolution was due to patients pathology/morphology. The unchanged mr was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.